Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported gas loss alarms issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.